Manufacturer narrative:
This report is submitted on 22 june 2020.

Event description:
It was reported that the device was explanted on 21 may 2020 due to infection at implant site. It is unknown if the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 16 july 2020.